Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened after deployment, requiring an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. A clip delivery system (cds) was advanced and implanted without issue. However, after deployment, the clip opened 20-30 degrees. A mitraclip ntr was implanted lateral to the first clip to stabilize the first clip, successfully reducing mr to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.